Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that the lead was returned with the stylet in the lead and the helix was pulled/stretched. In addition, blood was visible on the electrodes of the distal end. The analyst commented that the lead damage occurred during the implant attempt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal portion of the electrode had blood on it, the helix was pulled/stretched due to overstress, and the lead appeared damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the helix of the atrial lead stretched when it became caught on the end of the sheath. The lead was removed and a different atrial lead was implanted. No patient complications have been reported as a result of this event.